Event description:
It was reported that during an atrial fibrillation procedure, a leaky catheter handle was noted. The physician isolated 3 veins with no issues; however, while attempting to ablate the fourth vein, the physician could not ablate. The generator settings were reset using the remote control; however, this did not resolve the issue and the physician could not yet continue ablation. The physician noted fluid on the handle of the catheter. The catheter was replaced to complete the procedure. There were no consequences to the pt.

Manufacturer narrative:
Method - actual device not evaluated. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, a supplemental medwatch will be filed.